Event description:
It was reported that while completing a mitral valve repair, the surgeon cut the cloth tabs of the heartport soft tissue retractor, but inadvertently left the metal ring within the chest wall. Post operatively, the pt experienced chest wall bleeding and a radiograph revealed the retained metal ring. The pt was brought to the operating room where the ring was removed and the bleeding was controlled. The pt recovered without sequelae.